Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operations test from the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator.

Manufacturer narrative:
Further information was added. In review of the initial MDR that was submitted to the FDA, I realized the evalution code was inadvertently missed. The inital MDR was filed without evalution codes.

Event description:
The patient's nurse reported that the parameter readings on the ventilator were abnormally displaying high volumes with no alarms. The vt was set at 850 and the ventilator was displaying 2700. The ventilator settings were around 31 to 33 and the patient's pip was around 31 to 33. The patient was not in distress. The patient was placed on another ventilator and circuit with no patient harm reported.